Event description:
No problem during the placement in 2009. A call in the next day informed the unit, that the patient has fever, pain, leakage and inflammation in peristomial. The clinical exam revealed local inflammation and pain. The patient is seen in consultation at the endoscopy unit about 2 days later = infectious aspect of the wall between the orifice of the stoma and the umbilicus with redness and "cracking snow". An endoscopy revealed that the internal collar seems to be impact in the gastric and abdominal wall. The tdm showed a migration of the collar in the abdominal wall with infectious. The surgeon has been informed and he decided to remove the device in urgency with a surgical intervention.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.